Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Three days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every three days, ongoing, route not reported) and meropenem injection (1 gram, daily, ongoing, route not reported) for peritonitis. At the time of this report, was recovered from the peritonitis event. It was reported the patient was to be discharged from the hospital. Twelve days after the event onset, pd therapy was discontinued and the pd catheter was removed. No additional information is available.